Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ball tip of the probe broke intra operatively. Another probe was readily available, and there was no harm to the patient nor adverse patient consequences. During the same procedure, a set screw was found to have difficulty threading with the screw, but another was readily available and used to complete the procedure. Again, no patient harm or delay to surgery time was reported.

Manufacturer narrative:
Product samples were not returned for evaluation. Without the product samples we are unable to confirm the reported issue or identify the root cause.